Event description:
It was reported that there was a lead migration and stimulation in the wrong location. It was noted that actions were planned but not yet taken. It was noted that the patient was going to have an x-ray to confirm lead migration and then appropriate intervention based on patient and physician discretion. It was noted that impedance testing and reprogramming were performed. It was noted that the patient could feel the battery move in the pocket at implant site. It was noted that the patient experienced discomfort. It was noted that approximately 2 weeks prior to report the patient bent over and felt a popping sensation. It was noted that secondary to the popping sensation, stimulation was no longer in the normal areas. It was noted that the patient could feel the battery and lead moving internally. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient experienced less than 50 percent therapy relief. It was noted that the location of the symptom or issue was the device pocket and the lead location. It was noted that the patient reported a loss of effective therapy for the last 2 weeks prior to report after bending down and feeling a popping sensation. It was noted that all impedances were in range and a lead fracture was not suspected. Additional information received reported that the reprogramming was attempted and x-rays of the thoracolumbar spine were ordered. It was noted that there were no other interventions taken as of the day of report. It was noted that x-rays were still pending. It was noted that the patient was not receiving therapy in normal pain areas. It was noted that all stimulation ribs or thigh/ribs. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2011, product type lead product ID: 37743, serial# (B)(4), product type programmer, patient product ID: 3778-60, serial#(B)(4), implanted: (B)(6) product type lead (B)(4).